Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient's device was explanted due to an infection. No details were provided. Patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.